Event description:
It was reported that the rover power plug sparked when inserted in the wall outlet. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The rover was evaluated by a field service technician and the complaint could not be duplicated.